Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found. The stylet that was returned with the lead was used for testing.the analyst also noted: the stylet insertion test was performed without difficulty or resistance. Attempted implant damage to the lead regarding the attempted use of the stylet was not observed during visual analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the guidewire damaged the lead during implant. The lead was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.